Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose causing the device to have excess vibration. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted. It was determined that if a cutter was able to be inserted with this type of damage and the device was ran, it would excess vibration from the damaged bearings. These two issues were caused by the worn damaged bearings that were no longer in axial alignment. Therefore the reported condition was confirmed. The assignable root cause was determined to be worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that after the cleaning and testing process it was observed that the angle attachment device was not holding a burr device. During in-house engineering evaluation it was found that the bearings are worn and loose causing the device to have excess vibration. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.